Manufacturer narrative:
The tech found the casters were damaged. He replaced the casters and the caster supports to repair the bed.

Event description:
Info received indicates the brake is not holding.